Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Guide wire: runthrough hypercoat. Guide cath: taiga al1.0 6f. There was no reported product deficiency. The reported patient effects of angina, thrombosis, electrocardiographic (ECG) alteration/EKG changes as listed in the xience v instructions for use, are known adverse events associated with coronary stenting procedures. Although a conclusive cause for the reported patient effects and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design or labeling.

Event description:
It was reported that after pre-dilatation, the xience v stent was implanted in the distal right coronary artery at 16 atmospheres. Vessel and lesion site were characterized as non-tortuous, non-calcified, eccentric, de novo and 90% stenosed. Immediately after the procedure the patient returned to the medical ward complaining of chest pain. St segment elevation was observed and so aspiration was performed for the thrombosis. A balloon pump was inserted, but the patient returned again due to thrombosis which required aspiration and also implantation of a vision stent. The physician commented that thrombus formation occurred before clopidogrel took effect. The procedure was completed after post-dilatation of the deployed stent. Angiography was performed the following day confirming no issues. No additional information was provided.